Event description:
Investigation discovered a crack between the force sensor pins and force sensor flex. This complaint is being reported based on the investigation results. There was no reported patient impact associated with this complaint.

Manufacturer narrative:
(B)(6). Recall # 2531779-03/24/2010/003-r. The pump was returned to animas. Investigation confirmed multiple loss of prime warnings when the force is zero. A force sensor calibration test confirms the sensor is not detecting the correct force. The pump was able to prime successfully. The pump was exercised for 24 hours with no loss of prime warnings duplicated. A crack was observed between the force sensor pins and the force sensor flex.